Event description:
Townsend et al 2021 ¿ ¿major complications of dural venous sinus stenting for idiopathic intracranial hypertension: case series and management considerations¿. Complication 3 (delayed in-stent thrombosis): a patient in their 30s presented with blurred vision and papilledema refractory to medical therapy. Venography demonstrated a 15 mmhg gradient across severe right-sided ts stenosis. The patient was placed on dual antiplatelet therapy of aspirin 325 mg and clopidogrel 75 mg daily for 7 days pre-procedure (clopidogrel response testing not performed) and underwent right vss under general anesthesia with placement of a zilver 6 mm × 40 mm stent (cook medical, bloomington, in) across the stenotic right ts in the standard fashion. There were no identified intraoperative complications and the patient was awoken from general anesthesia and discharged. Three weeks after the procedure the patient presented to the emergency department with 1 week of progressive headaches without neurologic deficit. CT venography demonstrated occlusion of the right ts stent. The patient was taken to the angiography suite where they underwent revascularization using a tri-axial system with an ace 68 (penumbra, alameda, ca) for aspiration and then a unifuse catheter (angiodynamics, latham, ny) to deliver tissue plasminogen activator (tpa) infusion. The thrombus was rigid, and the unifuse catheter was maneuvered with significant difficulty into the clot and peri-torcular sss. Weight-based tpa was then infused through this catheter over 3 days, in addition to systemic intravenous heparin infusion. The patient underwent catheter directed venography postoperative days 1 and 2 for monitoring of the stent, which remained patent. After the unifuse catheter was removed on postoperative day 3, selective venous manometry demonstrated a persistent gradient of 6 mmhg. The patient was discharged on dual antiplatelet therapy of aspirin 325 mg and clopidogrel 75 mg daily. Clopidogrel response testing was not performed. Grade 4 papilledema did not resolve, so the patient underwent ventriculoperitoneal shunt (vps) placement 1 month after revascularization after holding clopidogrel for 1 week. The papilledema improved after vps placement and the patient was managed on the previous dual antiplatelet therapy, with eventual transition to aspirin monotherapy. The most recent CT venogram obtained on aspirin monotherapy demonstrated a patent stent. Hypercoagulability workup obtained during the thrombosis admission revealed a significant level of immunoglobulin g (igg) antibodies to -2 glycoprotein I receptor, signifying possible antiphospholipid syndrome. This file will capture off label use of the zilver stent in the right transverse sinus and stent occlusion requiring revascularisation. CT venography demonstrated occlusion of the right ts stent. The patient was taken to the angiography suite where they underwent revascularization using a tri-axial system with an ace 68 (penumbra, alameda, ca) for aspiration and then a unifuse catheter (angiodynamics, latham, ny) to deliver tissue plasminogen activator (tpa) infusion.

Manufacturer narrative:
Common device name: nio stent, iliac.